Event description:
(B)(6) in tech gave part number conferenced the provider (B)(6) states the school alleges the wheel fell off of the chair. Provider states he believes his tech did not attach the wheel correctly to the chair 3 or 4 weeks ago.